Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 11 bd nano¿ 2nd gen pen needles had missing seals where sterility was compromised being the tear drop labels. The following information was provided by the initial reporter :the consumer reported 11 pen needles without the paper tabs on them and tabs not laying in box. Date of event : (B)(6) 2022 effecting 5 pen needles. Samples: box. Date of event : unknown effecting 6 pen needles. Samples : discarded.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-03-07. H6: investigation summary: customer returned a total of (5) 4mm, 32 gauge nano pro pen needles. All of the pen needles are missing their teardrop labels. One shows some signs of use in the form of wear to the needle tip. The minimal wear to the rim of the outer cover means that it cannot be determined when or if the samples had teardrop labels attached by visual inspection. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was able to confirm the customer¿s indicated failure of the teardrop labels not being present on the returned samples. While the pen needles were confirmed to have their teardrop labels missing, the root cause cannot be determined using the information provided.

Event description:
It was reported that 11 bd nano¿ 2nd gen pen needles had missing seals where sterility was compromised being the tear drop labels. The following information was provided by the initial reporter : the consumer reported 11 pen needles without the paper tabs on them and tabs not laying in box. Date of event : (B)(6) 2022 effecting 5 pen needles samples : available. Date of event : unknown effecting 6 pen needles samples : discarded.

Event description:
It was reported that 11 bd nano¿ 2nd gen pen needles had missing seals where sterility was compromised being the tear drop labels. The following information was provided by the initial reporter :the consumer reported 11 pen needles without the paper tabs on them and tabs not laying in box.date of event : (B)(6) 2022 effecting 5 pen needles. Samples : available.date of event : unknown effecting 6 pen needles. Samples : discarded.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.